Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: found the vu - ip cable was not fully seated in the connector on the vu side. Reseated until it 'clicked' in place and then completed full tsw. Device passes all tests and calibrations including electrical safety test.

Event description:
The following was reported to hamilton medical ag: customer reports ' I was carrying out pre-use checks when suddenly devices screen went blank and started continuously alarming. I was unable to stop the device alarming even when pressing and holding the on/off button and had to remove the mains power and batteries to stop it alarming'.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: found the vu - ip cable was not fully seated in the connector on the vu side. Reseated until it 'clicked' in place and then completed full tsw. Device passes all tests and calibrations including electrical safety test. Hamilton medical ag complaint number: (B)(4).

Event description:
The following was reported to hamilton medical ag: customer reports ' I was carrying out pre-use checks when suddenly devices screen went blank and started continuously alarming. I was unable to stop the device alarming even when pressing and holding the on/off button and had to remove the mains power and batteries to stop it alarming'.